Event description:
The patient was undergoing a tenex procedure and the needle within the plastic housing broke off but was sticking out of patient's right heel. This did not harm patient - physician heard a 'different noise" with the machine, stopped the machine, and removed the device. The needle was removed safely.